Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle-thread attachment is weak. The needle detaches from the thread when opening the package. There is no patient involvement.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue closed as confirmed. We manufactured (B)(4) units of this code-batch. There are 144 units blocked in our stock. We have received 10 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.68 kgf in average and 0.51 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, there was an incidence during the process, but the product was released fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results fulfil the requirements of the european pharmacopoeia (ep), taking into account there are previous confirmed complaints for this code-batch regarding this issue, we conclude that the complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.